Event description:
It was reported that the user experienced sustained hyperglycemia, with blood glucose around 315 mg/dl for approximately two hours, after a recent infusion set change, and elected to administer 5 units of backup subcutaneous insulin per prior physician guidance before reconnecting to the ilet. Investigation included troubleshooting and education over the phone regarding possible infusion set or delivery issues. Further investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with user-reported intent to assess for a possible blockage after administering backup therapy. Symptoms included lethargy which is consistent for elevated blood glucose. Outcomes included reduction of glucose levels to the 170¿210 mg/dl range within about an hour and plans to reconnect to the ilet thereafter. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause, with resolution following backup insulin and planned reconnection to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.